Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call that they were priming and when filling the tubing, they noticed the customer had the infusion set still connected. Blood glucose value was 196 mg/dl. It was stated that the customer was receiving the insulin pump delivered during prime and they saw the number 18 on the insulin pump's screen. Supervisor assisted with calling the emergency medical services and customer was advised to eat, remain disconnected and monitor the blood glucose level. It was confirmed the paramedics arrived and would be taking care of the customer.